Event description:
It was reported via repair work order that the cot is not locking into position when raising and lowering due to the lap belt getting caught in the height adjustment racks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.